Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted, along with an endurant ii stent graft system a 6.3cm abdominal aortic aneurysm due to concern for late failure. The aortic diameter was 2.0cm 0.1cm below, 2.1cm 1cm below, 2.4cm 1.5cm below and 2.6cm 2.0cm below the lowest renal. The aortic neck angulation was 43 degrees. A reliant balloon was also used during the procedure with no issues reported it was reported that the patient expired from an unknown cause. It was reported that the official cause of death is unknown.

Manufacturer narrative:
Outcomes to adverse event: updated. If information is provided in the future, a supplemental report will be issued.